Event description:
White insulation on tip of olympus thunderbeat almost fully detached from the jaw while in patient and on tissue. Dates of use: (B)(6) 2018. Event abated after use stopped or dose reduced: no. Diagnosis or reason for use: laparoscopic bilateral salpingectomy. "Is the product compounded: no. Is the product over-the-counter: no."